Manufacturer narrative:
Please note that the device is no longer available for return as mentioned in the initial MDR; therefore, the MDR was updated accordingly. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device is not available for return.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a mesenteric aneurysm using ruby coils. During the procedure, the physician successfully deployed and detached ruby coils using a non-penumbra microcatheter. The physician then felt resistance advancing a ruby coil halfway through the microcatheter and the ruby coil was unable to be advanced further; therefore, the ruby coil was removed. The procedure was completed using additional ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.